Event description:
Physician at one hospital observed that pts developed small lymphoceles after arista absorbable hemostat was used. The number of pts affected was not documented by the hospital and no investigation by the hospital was performed; however the physician thought that approx 6 pts were affected, some of whom required intervention. The physician was not able to make a direct causal relationship between the device and was formation of lymphoceles.

Manufacturer narrative:
The company was unable to determine whether a serious injury had occurred due to lack of info. The formation of lymphoceles may occur due to general surgery techniques and preexisting conditions.